Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 49 mg/dl. Customer treated their low blood glucose level via carb intake. Customer was assisted with lowering their basal rates and asked to follow up with their healthcare provider regarding their low blood glucose levels. Customer declined to troubleshoot the insulin pump and their low blood glucose levels. Customer advised the insulin pump worked properly and the device will not be returned for analysis. Frn-model unknown ¿ reservoir infusion set : unomedical infusion set.